Event description:
New information noted that noise and out of range numbers were also observed on the lead. The exact numbers were unknown. No additional information was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was capped and replaced on (B)(6) 2018 due to fracture. No additional information was reported.